Event description:
A malfunction was reported on the pump, with no significant events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared, which the caller acknowledged and understood.